Event description:
This lead was implanted on (B)(6) 2006, and remains implanted at this time. A call to technical services was placed on (B)(6) 2014, informing that this lead exhibited impedance issues. The physician was dr. (B)(6), at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).